Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62 abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm approximately 4 years post the index procedure and on CT a type ia endoleak was identified. A non mdt cuff was implanted but the endoleak persisted so another endurant cuff was implanted and after touch up the endoleak was resolved. As per the physician, the cause of the event was anatomy related due to aortic dilatation. No additional clinical sequelae were reported and the patient is fine.